Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant check te messages) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the cable connecting the front therapy electrode (te) and ECG electrode a. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient was receiving constant 'check te' messages.